Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "instructions for use operation section "3.3 inspecting the endoscope - inspecting the entire endoscope" "instructions for use cleaning/disinfection/sterilization section 5.5 manual cleaning of the endoscope and accessories" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign matter in the vent of the vent cap. There was no patient involvement.